Event description:
It was reported that air bubbles were observed from an undefined location. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.